Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine, dose and concentration not reported, via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient experienced sudden increased pain that started sometime last week. It was unknown what led to the event therefore the physician did a catheter dye study on (B)(6) 2015 as the patient and physician thought the catheter came out of the intrathecal space. The physician was unable to aspirate the catheter but chose to do dye study anyway. The physician injected approximately 5cc of dye and aspirated the dye. He aspirated an additional 5cc's approximately. The aspiration was clear and believed to be csf. He then injected more dye and looked for any leaks in the catheter via fluoroscopy. The dye study did not show any break or leaks in the catheter. The catheter appeared to be in the intrathecal space. The patient was admitted for overnight observation. The physician was reminded that the patient received a bolus of drug that was in the catheter. The physician understood this and was ok with the bolus dose. The patient's catheter was primed and dose kept the same. The cause of the inability to aspirate was not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.